Event description:
Manufacturers ref: (B)(4).

Manufacturer narrative:
It was reported that the device failed the internal leakage test during the pre-use check. Our field service engineer investigated the ventilator and found that the expiratory/inspiratory pressure transducer pcb (printed circuit board) was defective. After replacement of the defective pcb, the ventilator passed all performed tests. The root cause to the reported issue could not be established by this investigation.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).